Event description:
The suspect device result was 411 mg/dl. The user called the doctor and went to the hospital. Their glucose was 225-245 mg/dl at the hospital. They were told the device was reading inaccurately high. Controls not used. The device was replaced and requested to be returned for evaluation.